Event description:
It was reported that a patient's implantable cardioverter defibrillator (ICD) exhibited backup mode due to off-label MRI environment; high voltage therapies were not active. Programming changes were performed to resolve the issue. The patient condition was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and was found complete.

Manufacturer narrative:
Correction: section g3 / b3 - the awareness date / date of event for the initial report should have been 7 dec 2023 rather than 6 dec 2023.